Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that due to an infection in the generator implantation, the generator and the lead were removed.